Event description:
An employee came in for bloodwork. Complained about soreness in the arm a day later. Area turned red and felt they developed phlebitis. Pt was given an antibiotic (keflex). Nurse strongly feels that needle was not cause of the incident, but wanted to rule out possibilities. Employee works in the chemical division. No sample returned for analysis.